Event description:
It was reported by service report that the motion interrupt pan was damaged, and the batteries were operating below its voltage range and hindering the electronic functions on the bed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged motion interrupt pan. Batteries malfunction hindered the electronic controls on the bed.